Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a proglide after a neuro brain aneurysm coil interventional procedure using a 6f sheath. Reportedly, the device was difficult to remove (against slight resistance) and tore the vessel. A clinically significant delay occurred as vascular surgery was used to achieve hemostasis and repair the vessel. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
Visual and functional inspections were performed on the returned device. Difficult to remove the device could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. Reportedly, force was used to remove the device. Per the instructions for use, do not advance or withdraw the perclose proglide device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose proglide smc device should be avoided, as this may lead to significant vessel damage and/or breakage of the device, which may necessitate intervention and/or surgical removal of the device and vessel repair. In this case, it is unknown if the reported IFU violation contributed to the reported difficulties. The patient effect of tissue injury is listed in the proglide instructions for use (IFU), potential adverse events, section 9.0 as a potential adverse event associated with use of the suture mediated closure devices. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the patient effect and treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.